Event description:
Rptr's dressing found saturated. Questions if catheter leaking. Subcutaneous extravasation of adriamycin. Pt complaining of pain at site. Catheter removed. No visible injury to the pt at time of discharge.